Event description:
Was told I was going to be cut, tied and burned for a tubal ligation. Found out weeks after my surgery I had filshie clamps put in. Dr. Tried to talk me into essure but I said no I do not want anything foreign in my body. Had issues after with uti's, pelvic pain and hormones off. I was told no way the clamps can be why. I am mad I was lied to about this procedure. I did not want any objects in my body as I made that clear when offered the essure that I denied. How can doctors get away with this? Yet, if we want the foreign objects out we have to pay out of pocket? No, they should for neglecting to me that it was metal clips and not cut, tied, and burned like I was told. Something has to be done, this is our bodies.